Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level while wearing the pod longer than 48 hours. It was also reported that the cannula was bent and the pod was leaking insulin. Symptoms reported include nausea, vomiting and being incoherent. The patient was treated with an IV (intravenous) drip, glucose drip and insulin.. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the pod found the exposed portion of the soft cannula to be damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. A tear was observed in the exposed portion of the soft cannula. During fluid path testing, fluid was seen leaking from the tear in the exposed portion of the soft cannula. Due to the damage being external, the exact time and cause of the observed cannula damage could not be conclusively be determined.